Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ("endometrial ablation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), pelvic discomfort ("discomfort,"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain of(B)(6)" ), tooth disorder ("dental problems including cracking/lost teeth") with tooth fracture and tooth loss, alopecia ("excessive hair loss"), migraine ("migraines once per month"), arthralgia ("joint pain inner wrist and knee"), fatigue ("fatigue"), amnesia ("memory loss and forgetfulness") and memory impairment ("memory loss and forgetfulness"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the endometrial ablation outcome was unknown and the pelvic pain, pelvic discomfort, dyspareunia, abdominal pain, abdominal distension, back pain, abnormal weight gain, tooth disorder, alopecia, migraine, arthralgia, fatigue, amnesia and memory impairment had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, arthralgia, back pain, dyspareunia, endometrial ablation, fatigue, memory impairment, migraine, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils full occlusion of both tubes incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.